Event description:
It was reported that during a thoracoscopic lung procedure, the instrument failed to go through closing and firing cycle. Another like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Date sent: 07/08/2008. Damaged articulation and firing mechanisms. The analysis showed that the device was received with the articulation mechanism damage dand with the anvil extended from the tube. The device was received with a cartridge loaded in the device; the cartridge was received fully loaded with staples. No functional test was performed due to the condition of the device, the device was disassembled to verify the condition of the internal components; the articulation gear teeth and the firing trigger teeth were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The returned cartridge was loaded into a test device and it fired, cut and formed all the staples as intended. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.